Manufacturer narrative:
Initial reporter address (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in fungal peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent. A day after the event onset, the patient was hospitalized and was treated with fluconazole (200mg, IV, ongoing) for the event. On an unknown date during hospitalization, pd therapy was discontinued, the pd catheter was removed and the patient started hemodialysis. At the time of this report, the patient remained hospitalized and was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.